Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation on the right ventricular (rv) lead. It was also noted that right atrial (ra) lead thresholds were high. Communication attempts with the clinic for additional information were made but were unsuccessful. According to manufacturer records, both leads remains in use. No patient complications have been reported as a result of this event.